Manufacturer narrative:
The device is currently pending return to pentax for further evaluation. On (B)(6) 2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 11oct2007 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope scope model ec-3890li. In the event reported, the user stated there was no video image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: customer reported no video image. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the body cover grip leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the body cover grip. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.